Event description:
It was reported that the 9600 system would not save images during a case. The procedure was completed without incident and no pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.